Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s pressure was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. Peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete. The device's air path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator¿s pressure was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. Peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.